Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the remaining additional failures is "due to a crack, distal cover (c-cover) had a snag on it", "circuit board unit in scope connector (s-connector) is dirty due to water leakage" was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. In addition, the following reportable malfunctions were identified during the device evaluation: air/water (aw) tube and cylinder had foreign objects. The scope connector (s-connector) was dirty. The most probable cause of the remaining additional failures was traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited b30 (scope communication err) occurred. There was no patient involvement.